Event description:
A surgeon reported that a memory lens implanted in the right eye of a pt has since opacified and will be explanted in the near future. Beat corrected visual acuity is noted as 20/60 as of (B)(6) 2009 examination. Request has been made for further details, however, no additional info has been provided.

Manufacturer narrative:
The device history records & sterility records have been reviewed by mfg and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its MFR. The method of MFR was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process. (B)(4).